Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. Fibrous deposits which appeared to be debris from the patient body could not be removed from the nozzle. The reported event (possible leak) was not confirmed during testing. Service found the adhesive on the bending section cover was worn and deteriorated, the light guide lenses were cracked/chipped, the distal end was dented, the switch box unit was worn, the universal cord was wrinkled, the scope cover was cracked, the light guide bundle had broken fibers, angulation was out of specification, the insulation resistance values were out of specification, the charge coupled device had peeling of the optical unit, and there was no air or water flow due to the nozzle being clogged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device may have been leaking during the endoscope disinfection cycle. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. A fibrous foreign material was clogged in the air water nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed or broken. Additionally, there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.